Event description:
It was reported that during an unspecified spine surgery, it was observed that the ¿handpiece would not work¿ on the motor device. It was unknown if there were any delays to the surgical procedure. It was reported that the surgery was successfully completed with a spare device. There were no injuries, medical intervention or prolonged hospitalization reported. The exact date of the event was unknown. However the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number of the device was unknown. Therefore, the date of manufacture is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.